Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The infusion set was in use for less than 24 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.